Event description:
Information received indicates the nurse call is inoperable from the bed.

Manufacturer narrative:
Technician found two broken wires in the casing of the communication cable. The technician replaced the communication cable to repair the bed.